Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
Patient was revised to address pain and metal-on-metal wear. Osteolysis was also reported. Update patient's medical records were received. Records indicate upon x-rays obtained in a post- operative visit on (B)(6) 2012, presence of two nondisplaced inferior pubic rami fractures were found as well as a stress fracture of the ischium. Update following review of the medical records, the revision operative note indicated pain, brown stained fluid, and a vertical cup. The revision operative note didn't indicate osteolysis or any fractures. Update ppf alleges fracture(bone) and elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.